Manufacturer narrative:
UDI- unknown due to the lot number being unknown. The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. The product lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the angioseal "did not lock to stay in place". They have the product for return and used another angioseal to complete the closure successfully. Patient is fine and the procedure outcome was successful.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One angio-seal 6fr hemostatic sheath and arteriotomy locator were received for product evaluation at terumo medical corporation. Upon receipt, the hemostatic sheath and the arteriotomy locator were properly mated with the two 6fr arrows aligned. The returned components were then subjected to visual analysis where a blood like substance was found along the hub of the hemostatic sheath. The blood inlet holes were aligned. No gross visual anomalies were noted with the device. The locator was then separated from the sheath and analyzed under a microscope. The secondary ridge of the hub where the hemostatic sheath would mate was beveled to a point where no stark edge could be observed. There were also indications of flash occurring where the dilator tubing mated with the hub, which measured 0.2 mm^2 and confirmed to meet manufacturer specification. The hub of the hemostatic sheath was then observed for any anomalies. No anomalies were found. For functional testing, the arteriotomy locator was reinserted into the sheath. A tactile and audible click were heard and felt. Coaxial force was then applied to the dilator and there was noted resistance to the removal of the dilator from the sheath. The complaint could not be confirmed for deployment difficulties however based on the returned sample and the language in the allegation, insertion difficulties appear to be the more appropriate for the reported complaint. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be definitively determined based on the investigation, it is likely the use conditions of the product contributed to the reported event. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.